Event description:
As reported, during a thrombectomy procedure, the 100 cm. 5 fr. Tempo hn4 catheter broke into two (2) pieces with the non-cordis guidewire inside. The torque effect was lost. The distal end of the catheter was removed with a snare device. The thombectomy procedure was cancelled. The guidewire and sheath used were not destroyed. The product was stored properly according to the instructions for use (IFU). The product was not re-sterilized. The separated distal potion was discarded. Additional information has been requested.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during a thrombectomy procedure, the 100 cm. 5 fr. Tempo hn4 catheter broke into two pieces with the non-cordis guidewire inside. There was no report of patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The product was not re-sterilized. The access site was the femoral and the target lesion was not provided but was reported to be, ¿severely tortuous, and moderately angulated.¿ the torque effect was lost and the distal end of the catheter separated. The separated portion of the catheter lodged in the thoracic-abdominal aorta. The separated portion was successfully retrieved using a snare device without any reported problem. There was no reported resistance met while withdrawing the catheter. The catheter was reported to be twisted and broken at the area of separation. There was no reported product issue with the guidewire used. The sheath used was a non-cordis product. There was no reported resistance met while advancing the catheter over the guidewire. The thrombectomy procedure was cancelled. The guidewire and sheath used were not destroyed. The separated distal potion was discarded. Films are not available. A non-sterile unit of a diagnostic cath tempo 5f hn 4 100cm was received for analysis coiled inside a plastic bag. The visual analysis presented a body separation. The separation was located at 30 cm from the catheter proximal end and twisted/elongation conditions were noted at the separation section. The separated distal section was not received. Sem analysis results showed that the body presented evidence of elongations and torsion conditions that could be related to pulling or stretching until separation occurs. Exposed wire also presented elongations and damages related to the torsion applied with an unknown object. The od and ID of catheter body shaft (near to the separation) were measured and found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer as ¿catheter (body/shaft) - separated-in patient (peripheral)¿ was confirmed as the product was received. The exact cause of the reported event could not be conclusively determined. However, as per product and sem analysis, procedural factors, such as evidence of elongations and torsion conditions that could be related to pulling or stretching, might have contributed to the reported event. According to the product instructions for use, manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Neither the DHR review nor the analysis results suggest that the reported event is related to the design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.